Event description:
It was reported that pump screen was dark and would not turn on, and customer experienced extreme difficulty pressing button, often requiring multiple presses for screen to turn on. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to troubleshoot button use, continued to use current pump for insulin delivery, and was provided replacement pump under warranty with instructions to place problematic pump in storage mode, transfer pump settings and cgm connection to replacement pump, and return malfunctioning pump using prepaid label.